Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion set detachment. Blood glucose level at the time of the incident was over 400 mg/dl. Customer stated they were not getting insulin as there was a part of the infusion set that was not properly connected. The insulin pump will not be replaced and customer will not return the product for analysis.